Manufacturer narrative:
This ipg serial number is included in field advisories 1627487-12192011-002-r. Eval codes: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-07160. It was reported the pt experienced shocking sensation while recharging the device. The sensation was present whether stimulation was in use or not. The pt also development an infection at the ipg pocket site and subsequent opening of the surgical site. The pt was hospitalized and underwent surgical intervention to explant the entire scs system. The pt was treated with intravenous antibiotics. F/u identified all the issues have been resolved and the pt has fully recovered. On 08/01/2012 st. Jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.